Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" arrow button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" arrow button was found to be unresponsive. The keypad was found to be intact. The keypad was removed and contamination was observed under the "down" button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.